Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced a hyperglycemic event on (B)(6) 2025. The patient's blood glucose (bg) levels reached 240mg/dl. The patient reported a 90-degree bend in the tubing connector, potentially causing an obstruction or under-delivery of insulin. Patient also ate pop tarts leading to high blood glucose which was treated using correction bolus. No further information available.